Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that there was a potential break in the extension so an impedance test was performed that resulted in above normal values for the left and the right. It was unknown if there were any environmental/external/patient factors that may have lead to the issue. Both of the extensions were replaced and the issue was resolved. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the impedance issues remains unknown. It was also confirmed that the extensions were replaced. No other information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.